Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a pump malfunction was reported. Another inflatable penile prosthesis was implanted.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation and corrected product code a titan touch pump, two cylinders, and a reservoir were received for evaluation. Evaluation and testing of the returned components revealed crease marks within a confined area of abrasion on the exhaust tubing at the tubing/strain relief junction of cylinder 2. Testing revealed this to be a site of leakage. Microscopic inspection revealed surface abrasion on the pump inlet, both pump exhaust tubes, reservoir inlet tubing, and exhaust tubing for both cylinders. There were no functional abnormalities noted with the pump, reservoir, or cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning then most likely caused the exhaust tubing at the tubing/strain relief junction of cylinder 2 to be kinked onto itself, abrade and result in a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.